Manufacturer narrative:
E1: reporting institution name - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was having a pressure issue and that the pressure could not be increased. No further details were provided. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A follow up was performed with the key market (km), and the responder reported that the device was out of warranty, and that the customer had the device sent to a third-party company for assistance. Insufficient information is available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.